Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing non-sustained rv oversensing on the ventricular channel. Follow up in clinic noted competitive atrial pacing during atrial arrhythmia. It was noted that the patient has had an av node ablation. Programming changes were recommended.